Event description:
Additional information was received from customer: the event occurred during set up and there was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during preparation for use, there was no image observed on the display. The customer states the unit operates; however, none of the functions work. There was no patient injury reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.